Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of synergy toric intraocular lens, the patient's vision did not show far visual acuity and post op visual acuity is 0.6. So, surgeon decided to perform an exchange surgery. The product was not available for return. Additional information stated that exchange surgery was performed with non jnj intraocular lens. The patient's condition was unknown. No other information was available.